Manufacturer narrative:
On (B)(6) 2018: tandem clinical diabetes specialist (cds) met with the customer. Reportedly, the pump touch screen and wake button were functioning properly when the cds examined the device. Reportedly, the customer was tapping non-active areas of the touch screen, causing the touch screen to time out. The t:slim g4 pump user guide states: "on all screens, if three non-active areas of the touchscreen are tapped before an active area is tapped, the screen will turn off to prevent accidental button presses."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button required extra force in order to activate the pump screen. And that the pump screen timed out unexpectedly when the customer attempted to interact with the pump screen. During system check with tandem technical support, the wake button functioned as intended; however, the customer insisted that extra force was required in order to activate the screen. Additionally, the pump touchscreen functioned as intended during a touchscreen system check with tandem technical support. The customer's blood glucose (bg) level was reportedly within target range.